Manufacturer narrative:
Additional information was received on november 30, 2021. Replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 13, 2022. The implant date was clarified to be (B)(6), 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old american indian or alaskan native hispanic female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced bilateral capsular contractures post procedure. The left sided capsular contracture was baker grade ii. The right sided capsular contracture was baker grade iii. As a result, an explant is planned for (B)(6) 2021. See 1645337-2021-11076 for contralateral prosthesis report.